Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tissue caught in the foot plate was not confirmed. The device was received with the foot properly parked inside the needle guide. Based on the visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the foot plate of the device seemed to be retracted as normal as the lever went down completely, during attempted suture placement in a common femoral artery using the preclose technique with a 6f sheath prior to a percutaneous coronary interventional (pci) procedure. Reportedly, when the device was being taken out of the patient to harvest the sutures, there was tissue caught in the foot plate and the device was difficult to remove. The vessel was mildly calcified and mildly tortuous, but no calcification was present at the access site. The surgeon tried to remove the device and made a large perforation in the vessel. After the pci procedure was completed a non-abbott device was used to attempt to close the hole which did not work, then a second non-abbott device was used to achieve hemostasis. There was a clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.